Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 34 mg/dl (mobile) system 1 and 66 mg/dl (mobile) system 2, and after self-treating 66 mg/dl (mobile) system 1. All three measurements were performed within 2 minutes. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - mobile system 1, serial number - (B)(4) - mobile system 2, serial number - unknown.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: only one lot number was returned. Correcting this report (B)(6) - mobile system 1, serial number - (B)(4); (B)(6) - mobile system 2, serial number - unknown.